Event description:
Richard wolf medical instrument corp (rwmic) was notified by facility that during a tubal ligation, the forceps insert was placed around fallopian tube and became stuck. Slightly delay in procedure in order to dislodge device from fallopian tube. The additional time needed may have placed pt at risk. No injury to pt, other than the planned tubal ligation, was reported. Four devices combine to make one system used during the procedure, they consist of the following: handle (8393.975), report 1418479-2014-00003; outer tube (8393.925), report 1418479-2014-00004; sleeve (8393.923), report 1418479-2014-00005; forcep insert (8383.211), report 1418479-2014-00006.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2014. No issues found the device. Device history: sold on (B)(4) 2000 no record of any repairs or routine maintenance of device. No similar issues reported in the last three years. Labeling was reviewed and found to be adequate, ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional info, we will provide FDA with follow-up info.